Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the refractive error was noticed. The iol was exchanged for another monofocal lens model following the initial implant procedure. Additional information was requested.

Manufacturer narrative:
Additional information was added in b.2., b.5 and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but one diopter less power. There is no reported defect or fault with the iol.